Manufacturer narrative:
Based upon the clinical assessment, a type iiia endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal information but identified the following factor: use of an infrarenal stent within the left common iliac artery (iliac diameter presumed to be greater than 2.3 cm).

Manufacturer narrative:
Other devices remain implanted. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2015, with an infrarenal aortic extension, two suprarenal aortic extensions, bifurcated, and a limb extension. On (B)(6) 2015 patient came in for a follow up; the right limb extension separated from bifurcated stent graft within the iliac aneurysm. The physician elected to treat the patient with an infrarenal aortic extension to seal the endoleak. The patient is doing well.